Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2010, to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced pain, mesh erosion, vaginal scarring/shrinkage, pain with sexual intercourse and the need for additional surgery. It was also alleged that the plaintiff suffered serious bodily injury and harm, severe and permanent bodily injuries and significant and debilitating mental and physical pain and suffering, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder and bowel problems, as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.